Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.

Manufacturer narrative:
Follow-up # 1 (01/10/2012)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the meter has passed testing with no faults found. Performance testing with blood was performed on the retain test strips. The retain test strips failed the performance testing with blood and were found to be biased low at 100 mg/dl. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the patient/lay-user contacted lifescan (lfs) alleging that he was experiencing an inaccurate low issue with his one touch ultralink meter. The medical surveillance specialist (mss) spoke with the patient on (B)(4) 2011 and obtained the following information. The patient reported that the alleged issue with the subject meter began on (B)(6) 2011, at 6:30 am. He informed this mss that on this day, he had an outpatient appointment for a surgery. The patient reported that while he was at home, he obtained a glucose result of "161 mg/dl" on the subject meter. He stated 2 hours later, he was in the hospital for his appointment, and prior to the surgery, they tested his glucose with a hospital meter, where they obtained a glucose result of "375 mg/dl." The patient reported that he tests his glucose 3x/day and manages his diabetes with novolog insulin (pump therapy) and due to the alleged result on the subject meter, he continued his usual diabetes management routine. The patient reported not eating due to the upcoming surgery. He claimed about "an hour to 2 hours" after the alleged low result and before the surgery, he felt "disoriented and tired", and that's the reason they tested his blood glucose with the hospital meter. In response to the patient symptoms, and the hospital's high result, his health care professional treated him with 10u of insulin. The patient reported in addition to the 10u, he gave himself 2 insulin bolus thru his pump, and he said his blood glucose eventually came down to "249 mg/dl" on the hospital meter, and he was able to go thru with the surgery. During the initial call with customer service, the agent noted that the patient was using the correct unit of measure set in the meter and an appropriate sample site. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.